Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 101 mg/dl at 2:58 pm on (B)(6) 2023 and fs read 159 mg/dl at 3:02 pm on (B)(6) 2023. Inaccuracy is (B)(4) with a point difference of (B)(4). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.

Event description:
It was reported that intermittent the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was over 200 mg/dl, and the meter bg reading was 55 mg/dl, and a second cgm bg reading was 140 mg/dl and the meter bg reading was 55 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 55 mg/dl. Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.